Event description:
Hyperglycemia [hyperglycaemia], novopen 4's local of carpule is cracked [device breakage]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycemia" with an unspecified onset date, "novopen 4's local of carpule is cracked" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", novolin n penfill (insulin human) from unknown start date and ongoing due to "type 1 diabetes mellitus" (dose and frequency 50 iu, qd (20 iu morning and 30 iu night) ), patient's height: (B)(6), patient's weight: (B)(6), patient's bmi: 30.8540. Medical history included type 1 diabetes mellitus (duration not reported). Concomitant products included - humalog(insulin lispro). Patient informed that novopen 4's local of carpule was cracked and the patient had experienced high glycemic values of 560mg/dl (hyperglycemia). The normal rate is 120mg/dl ,pen was used for 8 years. She used mother's pen and applied the novolin n and the values had normalized. The needles are reused 3 times and they are kept attached in the pen. Batch number was available. Action taken to novopen 4 was not reported; action taken to novolin n penfill was not reported. On (B)(6) 2019 the outcome for the event "hyperglycemia" was recovered. The outcome for the event "novopen 4's local of carpule is cracked" was not reported.

Event description:
Case description: investigation results: name: novopen 4, batch number: cug0199. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Name: novolin n penfill 3 ml, batch number: hs66e79. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Since last submission the case was updated with the following: investigation results were updated. Manufactures comment was updated. Narrative updated accordingly. Manufacturer's comment: 02-may-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). However, it is mentioned in the case that the patient leaves the needle attached in between injections and re-uses the needles, these factors could contribute to the patient experiencing hyperglycemia. The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolin n penfill. Evaluation summary: name: novopen 4, batch number: cug0199. The batch documentation was reviewed. No abnormalities relating to the observed problem were found.